Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 92 mg/dl, and the meter bg reading was 200 mg/dl. The customer reported a high bg value of 340 mg/dl and went to the emergency room (ER) where the customer's pump was turned off, removed, and manual injections were administered to treat bg level. The customer was released approximately 5 hours later with no permanent damage and reportedly, continued to use the pump for insulin therapy. No additional patient or event information was available. A root cause could not be determined.